Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the nurse who is using them stated she has used 3 out of the 4 and they seem to be defective; states when she pushes saline through it is leaking from the port site. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint device returned for investigation. No product size was provided. Therefore, no physical assessment could be conducted on the production samples. Leak at the valve could be occurred due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that the nurse who is using them stated she has used 3 out of the 4 and they seem to be defective; states when she pushes saline through it is leaking from the port site. There was no reported patient injury.